Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead was explanted after repositioning was unsuccessful due to capture and sensing anomalies.